Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is now considered that the unknown femoral component within this complaint was not involved in the reported event regarding the instrument issue. Given the above information, this medwatch will be voided.

Event description:
Upon review of this complaint from an investigation perspective, it is now considered that the unknown femoral component within this complaint was not involved in the reported event regarding the instrument issue. Given the above information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). D10 ¿ associated products: item #unknown tibial component lot #unknown. Item #unknown bearing component lot #unknown. G2 ¿ foreign ¿ poland. H3 - item and lot number unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00214, 3002806535-2023-00215, 3002806535-2023-00216. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item and lot number unknown.

Event description:
It was reported that patient underwent revision surgery due to unknown reason. Due diligence is in progress for this complaint; to date, no additional information or product has been received.